Event description:
It was reported that, "the patient's right knee locked up and she couldn't move it so the surgeon revised."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Devices were discarded. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat number 6636-2-316, lot number 1ymhl description: eius uni tib xs 6mm rm/ll. Cat number 6197-9-001, lot number mbp01 description: simplex p with tobra unit packfull dose. It cannot be determined which, if any of these devices may have caused or contributed to the event.